Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2009. Patient was revised on (B)(6) 2010, due to infection. The modular head and liner were explanted and replaced.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failed with test probe. The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. It was noted that the bottom ring was cracked. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (c) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (d) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the rep that during a laparoscopic gastric bypass procedure, the trocars were leaking from the universal seal. During the procedure they were putting saline in the seal to see where the leak was coming from. Pneumo was set at 15 and a consistent flow rates of 8.5-11.5. Leakage occurred while using 5mm instruments with and without instrument torquing. One sleeve w/o optiview and four sleeves w/ optiview had excess leakage. The case was completed with the trocars. There was no patient consequence.